Manufacturer narrative:
B3.: date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device failed volume test. There was no patient involvement. And no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair with complaint that the device failed volume test. The device has not been in for service within the review period. No physical damage was found on the device. Testing and calibration was performed, and the problem was duplicated. Preventative maintenance was performed and the device passed verification testing.